Event description:
It was reported that an alert/red screen was observed during interrogation of this subcutaneous implantable cardioverter defibrillator (sicd). There was no data identified for the associated electrode and the information could not be entered. A boston scientific technical services consultant reviewed the device and determined there was a patient data error and the patient and system details will need to be entered to complete manual and/or automatic set up to re-establish the vector/gain as desired. The consultant informed the caller that this is a benign error in terms of device function and therapy remains as programmed and available. The system remains in-service and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency which resulted in the reported clinical observations. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient on how to reset the patient data, but that critical therapy remained available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.